Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01479. The pt received his scs system, including two percutaneous leads, on 11/23/2010. It was reported that one of the leads had migrated superiorly. The pt denied experiencing any traumatic events or quick/extreme body movements. The physician planned to reposition the lead on (B)(6) 2011. The lead was allegedly explanted and the physician attempted to insert the stylet into the lead to implant; however, the stylet would not advance into the lead. The physician noted that the stylet was getting stuck due to a possible irregularity on the lead. The physician decided to replace the lead on (B)(6) 2011. No further pt complications were reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. The product was reworked and approved for use. The DHR anomaly is not related to the alleged device complaint. Visual analysis noted a cam mark (compression) at approx 41.5 cm from the terminal end. A lab straight and curve stylet could not advance past the cam mark. The reported complaint for lead migration could not be confirmed via laboratory testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.